Manufacturer narrative:
Evaluation summary: eight devices were received for evaluation. The reported event was not confirmed. A visual inspection was performed and it was observed the pilot balloon presents a tear which leaks the air. An inflation/deflation test was performed and no difficulties were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff check, the device balloon did not inflate. There was no patient involvement.